Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Upon receipt inspection revealed that the clutch was loose. Our technician replaced the right and left clutch components which were worn. The clutch plunger spring was also worn and was replaced. The plunger case was cracked and was replaced. The pump top housing and bottom housing were both cracked and required replacement. After repair, the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was rec'd that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.